Manufacturer narrative:
A lot history review could not be completed as the part number and lot number involved in the incident are unknown. There was no reported adverse patient sequela.

Event description:
It was reported that during a procedure of a calcified lesion of the superficial femoral artery (sfa) the hi-torque connect guide wire was advanced and crossed the lesion but was reported to have kinked and became separated/broken into two pieces. The device was removed from the anatomy, however, a fragment remains in the anatomy below the knee. There was no reported adverse patient sequela. There was no reported clinically significant delay in procedure. No additional information was provided.